Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances. It is likely that poor visualization resulted in the inadvertent interaction from the second clip. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional implanted mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip delivery system (cds) caused damage to another implanted clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was very difficult throughout the procedure. One mitraclip ntr clip (90329u144) was implanted. Next, the xtr clip delivery system (cds 90401u110) was advanced to the mitral valve; however, the imaging was difficult. It was then noted that the first ntr clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment /slda). It is unknown if the xtr cds interacted with the implanted ntr clip during steering to the valve. The xtr clip was implanted to stabilize the first clip and reduce the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.